Manufacturer narrative:
The customer suspected device was returned for investigation. The olympus service center confirmed the reported event during inspection and testing. Upon evaluation of the returned device the following defects were found, circuit board unit on scope connector damaged/corrosion due to water leakage, plug unit corroded due to water leakage, due to clogging of air/water tube, foreign objects come out of distal end, due to damage on charged coupled device (ccd) unit, flare occurs, adhesive on angle water rubber detached and due to wear of angle wire, bending angle in up direction did not meet the standard value. The faulty parts were replaced, and the device was returned to the user facility. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
A user facility reported to olympus that the evis exera iii gastrointestinal videoscope exhibited image interference (pixelated). Upon inspection and testing of the returned device, scope had no water flow due to foreign material found clogged in the scope air/water nozzle due to insufficient reprocessing or cleaning. It was reported that the foreign material could not be removed even if the correct reprocess is performed due to the buckling of each channel or nozzle / the gap on the insertion section or the boot. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation. There was no report of patient harm or user injury associated with this event.

Manufacturer narrative:
Corrected: h6 code for medical device problem. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 9 years since the subject device was manufactured. Based on the results of the investigation, the nature of the foreign material could not be identified. The event was likely the result of insufficient reprocessing. The definitive root cause could not be identified, but is likely traced to the user. Olympus will continue to monitor field performance for this device.